Event description:
Rapid rhino after septoplasty / turbinate reduction was inflated by the surgeon. The inflation tube became detached from the nasal tampon at the juncture of the inflation tubing and the base of the tampon. The product was removed from the nares and the sterile field.